Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker further evaluated the device but was unable to duplicate the issue. A review of the electronic records from the device further verified the issue. Stryker determined that the cause of the reported issue was due to the lid reed switch, designator sw5. Sw5 was intermittently faulty. Stryker archived the returned device. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.